Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records. We have contacted the initial reporter to request add'l info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent a ventral hernia repair with implantation of a bard ventralex hernia patch. On (B)(6) 2012 - the patient underwent explant of the bard ventralex hernia patch. The attorney's report alleges defective mesh, migration, explant, disability, infection, pain.